Manufacturer narrative:
This report is submitted on june 2, 2017. Registration number 3009092818.

Event description:
It was reported that the patient developed an infection at the implant site. Additional information has been requested; however, not yet made available as of the date of this report.